Event description:
Dopamine bag was hung and set to infuse at 12cc/hour on secondary line of the infusion pump. On the primary line was lactated ringers set to infuse at 75cc/hr. The pump settings were verifed by two rn's. A few hours later, the dopamine bag was almost empty. The pump was zeroed close to this time and had not registered the full amount infused. It had only registered 70cc for 12 hours.